Event description:
Additional information from the consumer reported that the circumstance that led to the sudden onset of accidents was that she apparently had the device off for a few (4) days. The steps taken to resolve the issue was the patient learned to turn on the device the proper way and the technician was very helpful.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reports noticed a couple of days ago the aaa battery was low in the patient programmer when she turned it on. She had a couple of accidents (suddenly) that day (B)(6) 2015 and checked the ins (stimulator) status and was at home. The patient feels stimulation. There were no medical procedures/emi that could be related to this issue. Her symptoms resolved after the aaa batteries were changed on (B)(6) 2015. Symptoms reported was a couple of accidents. This was consider a sudden change in therapy/symptoms. The patient wasn't clear on how to use the patient programmer and the buttons and device stating she was under anesthesia and not trained properly. The patient was on program 3 with lightning bolt at 1.0 volt and now understands how to use the patient programmer. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding sudden change in symptoms. Follow will be submitted if additional information is received.